Event description:
Additional information later received reported severe spasticity not really responding to the pump, other factors as well such as difficulty getting into clinic for pump dose changes.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Since implant, the patient had never received therapeutic benefit. The doctor thought it was due to the patient being in a nursing home, the patient¿s family circumstances and potentially the pump. The physician felt that she was never able to get the patient to reach efficacy because of all the circumstances and the patient had been hospitalized off and on for unrelated medical reasons. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).